Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly. UDI:(B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the battery reamer/drill device experienced intermittent operation, was unable to be assembled and the speed could not be controlled/changed. It was further determined that the device had a cosmetic damage. It was further determined that the device failed pretest for check the cannulation, check the off/forward/reverse mode, change 10 times from forward to reverse at full speed and check the trigger and ecu (electronic control unit). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Quality engineering evaluated the device and it was determined that the reported condition of intermittent operation was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device passed visual inspection. It was found that the device was running very slowly. It was determined that during the power test the device stopped working. It was further determined that due to the issue it was concluded that the motor was worn out and defective. It was further determined that the device failed pretest for change 10 times from forward to reverse at full speed and check power with test stand. The assignable root cause was determined to be due to component failure from normal wear. Correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 4/9/2021 to 5/3/2021.